Manufacturer narrative:
Product event summary: the shoulder pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the shoulder pack was not provided. An image of the damaged shoulder pack was provided, which confirmed the reported damaged snap hook. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s shoulder pack hook was broken. The site further noted that the components in the pack did not fall and that the driveline did not become disconnected. The shoulder pack was exchanged with no reported patient consequence. A provided picture appears to confirm the reported event. The site indicated that the device will be returned to the manufacturer.